Event description:
Info received indicates the bed has no head articulation function.

Manufacturer narrative:
The technician found the connection on the power control module (pcm) where the signal cable attaches was loose. He re-seated the signal cable connector to the pcm to repair the bed.